Event description:
This is a spontaneous case report received from a non-health professional in united states on 23-feb-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. On (B)(6) 2016 the essure was removed. The reporter does not know the reason for essure removal and can't provide more information. Follow-up from 05-apr-2016: ptc result was provided. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment:based on the available information no product quality defect was confirmed. Moreover, no medical events were reported at this point in time, therefore the assessment of a relationship with a quality defect is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) removed. This event is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and the reason for essure removal was not specified. Nevertheless; considering device removal was required, causality with the suspect insert cannot be totally excluded. Therefore; this case was considered an incident. Based on the available information no product quality defect was confirmed. No follow-up will be pursued, since reporter stated he could not provide more information.

Manufacturer narrative:
(B)(4).